Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts delivered as estimated glucose values increased. An automated delivery restriction alert was generated on (B)(6) 2026 due to the automated algorithm delivering the max microbolus amount for an extended period in response to increasing and high estimated glucose values. While in manual mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. The cloud data showed that boluses were delivered during this period and the cloud data showed that the boluses were actively delivered by the pods, as the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of an issue with insulin delivery was observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158"

Event description:
The prestataire reported the patient was admitted to the hospital due to a previous issue with a pod. The patient symptoms included nausea and vomiting. The patient experienced hyperglycemia leading to hospitalization where they were admitted on (B)(6) 2026. The patient was diagnosed with hyperglycemia with ketoacidosis. The patient was treated with intravenous insulin auto pulsated. On (B)(6) 2026, medical staff placed a new omnipod but this one also led to hyperglycemia and prolonged hospitalization. The pod was removed the same day, and for the next 3 days the patient was treated with an insulin pen. On (B)(6) 2026, the patient was discharged from the hospital.

Manufacturer narrative:
Section b3 has been updated with an updated incident date, and the below cloud data has been updated. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The prestataire reported the patient was admitted to the hospital due to a previous issue with a pod. The patient symptoms included nausea and vomiting. The patient experienced hyperglycemia leading to hospitalization where they were admitted on (B)(6) 2026. The patient was diagnosed with hyperglycemia with ketoacidosis. The patient was treated with intravenous insulin auto pulsated. On (B)(6) 2026, medical staff placed a new omnipod but this one also led to hyperglycemia and prolonged hospitalization. The pod was removed the same day, and for the next 3 days the patient was treated with an insulin pen. On (B)(6) 2026, the patient was discharged from the hospital. Additional information was provided on april 3, 2026. The first pod had been placed the morning of the incident, (B)(6) 2026, and was worn less than 12 hours before hospitalization. The second pod also failed within less than 24 hours. The first pod had been discarded. The patient was discharged on (B)(6) 2026, after treatment; hyperglycemia episodes addressed with IV insulin, pen injections, and pod change.